Event description:
Home pt reports a pin hole in homechoice cassette sheeting as cassette was being removed from device post automated peritoneal dialysis treatment. Prophylactic antibiotics were administered. Per home pt, no pt injury.